Event description:
It is alleged that the 120 cc painpump infused .5% plain marcaine in 30 hours instead of 48 hours following a shoulder surgery. The pt reported that this did not experience any adverse symptoms. Pt said they were in pain after the pump was empty. The pt's spouse reported that the doctor was surprised but not overly concerned aout the alleged incident. A nurse in the surgery dept confirmed that the pump was filled to 100cc and the flow rate was 2.08cc/hr.